Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The reported blood glucose reading was 434 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she had been experiencing high blood glucose levels for the past three days. The customer also reported no delivery alarms. The customer stated that she is in the hosp again today due to high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.